Manufacturer narrative:
As reported, the plug of the 5f exoseal vascular closure device (vcd) came out together when the device was retracted. Hemostasis failed and manual compression was progressed for 15 minutes. There was no reported injury to the patient. The exoseal was stored, prepared and used per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. A 5f non-cordis sheath introducer was used. No resistance or friction was encountered as the exoseal vcd was advanced through the sheath, and no difficulty was experienced connecting it with the vascular sheath introducer. The exoseal vcd was securely locked with the introducer. The puncture site did have severe calcium. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use exoseal. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped and the indicator window turned solid black. No red color appeared in the indicator window during retraction. The deployment button fully depressed without requiring excess force. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1¿2 seconds after the deployment button was pressed. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received in the depressed position, while the guard was not locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was in the black/white/red position. No additional anomalies were observed during this visual analysis. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed. However, since the guard was received in the not locked position, an attempt to lock the guard was performed successfully. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿plug inaccurate placement¿ was not observed through analysis of the device returned as it was received fully deployed with no anomalies noted in the internal mechanism, and no plug returned for analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Additionally, it was noted that the cowling guard of the device received was not locked (although it was reported that it was securely locked with the introducer). During analysis the cowling guard was locked and no anomalies were noted. As stated in the instructions for use (IFU), ¿once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point.¿ based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿as per the (IFU), approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug of the 5f exoseal vascular closure device (vcd) came out together when the device was retracted. Hemostasis failed and manual compression was progressed for 15 minutes. There was no reported injury to the patient. The exoseal was stored, prepared and used per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. A 5f non-cordis sheath introducer was used. No resistance or friction was encountered as the exoseal vcd was advanced through the sheath, and no difficulty was experienced connecting it with the vascular sheath introducer. The exoseal vcd was securely locked with the introducer. The puncture site did have severe calcium. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use exoseal. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped and the indicator window turned solid black. No red color appeared in the indicator window during retraction. The deployment button fully depressed without requiring excess force. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1¿2 seconds after the deployment button was pressed. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of the 5f exoseal vascular closure device (vcd) came out together when the device was retracted. Hemostasis failed and manual compression was progressed for 15 minutes. There was no reported injury to the patient. The exoseal was stored, prepared and used per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. A 5f non-cordis sheath introducer was used. No resistance or friction was encountered as the exoseal vcd was advanced through the sheath, and no difficulty was experienced connecting it with the vascular sheath introducer. The exoseal vcd was securely locked with the introducer. The puncture site did have severe calcium. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use exoseal. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped and the indicator window turned solid black. No red color appeared in the indicator window during retraction. The deployment button fully depressed without requiring excess force. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1¿2 seconds after the deployment button was pressed. The device will be returned for evaluation.